Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on 11/21/2025, the patient experienced hyperglycemia but no specific symptoms were reported. When a fingerstick was taken the cgm reading was 2.3 mmol/l, and the blood glucose reading was 19.0 mmol/l. The patient went to the hospital and was treated with insulin (route of treatment was not specified). It was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.